Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a feeling of discomfort and that their heart is "racing slowly." It was also reported that the implantable pulse generator (ipg) is "running over the top and the physician is trying to adjust the medications." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.